Manufacturer narrative:
The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power error noted during testing. However, power error noted in trace download analysis due to intermittent non-sleep anomaly software error. Unit passed displacement test, self test, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. The battery tube connector plugged in properly to electrical board during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed power error detected and are unable to access pump menu after changing battery in pump. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis and replacement device will be sent to the customer.